Manufacturer narrative:
E1 - phone number: (B)(6) investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis was released at the appropriate level under fluoroscopy; however, the introducer sheath did not release. The stylet was removed, but the prosthesis remained attached to the sheath, which, when pulled, brought the prosthesis out.